Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive, with tactile changes. It was reported that the up arrow button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive. The contrast button was unresponsive, which has no effect on insulin delivery function. The down arrow and ok keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.